Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One(1) caresite valve was returned attached to a 10 ml syringe. The sample was functionally tested per internal specification and the defect could not be replicated. The returned sample did not confirm the reported defect. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "air in line during use." No injury reported.